Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line during a check patient line alarm was confirmed. Label review was completed and found to be sufficient and accessible to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting air in the line during a check patient line alarm during the initial drain on the home choice machine. The technical service representative (tsr) instructed the home patient (hp) troubleshoot and check the lines for fibrin or air. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through ending therapy and the hp would start over with new supplies. Product surveillance contacted the hp on (B)(4) 2011 regarding the check patient line alarm with air in the tubing. The hp started over with new supplies and resumed therapy. The hp followed up with his peritoneal dialysis nurse (pdrn) about the air in the line. There was patient involvement. No patient injury or medical intervention was reported.